Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon squeezed the handle of the device to clip the cystic duct, the clip came out straight up at a right angle. This occurred on a couple of firings. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4) - ejected clip the analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 11 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.